Event description:
It was reported that the patient had an implantable neurostimulator (ins) replaced because there was a broken wire. An x-ray was done but the loose wire was not seen. A manufacturer representative assessed the ins and determined the lead was fractured. The ins was then replaced. Follow-up was performed to determine what the cause of the lead break was, if all parts of the lead were explanted, where the lead broke, and how the patient recovered. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3487a-33, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2010, product type: lead. (B)(4).